Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and hence suspected that the insulin pump might have under delivered insulin. It was reported the high blood glucose level occurred when the customer was admitted to hospital for diabetic ketoacidosis. Customer¿s current blood glucose is 319 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned device for an alleged no delivery alarm/insulin flow blocked alarm, exposure to magnetic field, possible under delivery and was hospitalized for high bgs and dka found on (B)(6)2022. Also, on (B)(4), svn#: (B)(4) - customer returned device for an alleged battery cap/battery cap contact missing/damaged found on june 3, 2022. The device was received with the original battery cap and no damage noted on the battery cap/battery cap contact noted during visual inspection. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08630 inches. No unexpected device error 37, 38, or 130 alarms or displacement anomalies noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of september 24, 2022, there was no unexpected alarms/suspends noted and found no bolus delivery recorded. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There was no device error 37, 38, or 130 alarms recorded in the formatted history file for the event date. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(4)2022 00:33:11.000 during bolus delivery. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board , force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 millivolt). The motor was tested outside of the device on and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked keypad overlay. Battery cap/battery cap contact missing/damaged was not confirmed. The device passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. The motor functioning properly. Exposure to magnetic field or MRI was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.